Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.5x12mm nc traveler rx balloon dilatation catheter (bdc), the protective sheath was unable to be removed from the balloon. The device was not used and there was no patient involvement. A non-abbott bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number: (B)(4). Device code 2017: incorrect prep. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters, nc trek rx, global, instruction for use (IFU) states: complete the following steps to prepare the nc trek rx [nc traveler] coronary dilatation catheter for use: slide the protective sheath off the balloon prior to performing air aspiration. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional information received indicates the 3.5x12mm nc traveler rx balloon dilatation catheter was prepped with the protective sheath on the balloon. No additional information was provided.